Manufacturer narrative:
Original MDR 2517506-2019-00227 was filed on 06-jun-2019. Additional information (13-jun-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed creatine kinase (cki) and falsely elevated cardiac troponin I (tni) results. Hsc reviewed the data provided and discussed the event with the customer. Hsc and the customer concluded that the cause of the event was consistent with a sample integrity issue. No other samples were reported to have a similar occurrence. Quality control and calibration were within conformance during the test event date. The customer is operational. The device is performing within specification. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed creatine kinase (cki) and a discordant falsely elevated cardiac troponin I (tni) patient result were obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant falsely depressed creatine kinase (cki) result and a discordant falsely elevated cardiac troponin I (tni) result were obtained on a patient sample on a dimension exl with lm instrument. The results were reported to the physician(s). The same sample was reprocessed twice on the same instrument. Higher cki and lower tni results were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cki result or due to the discordant, falsely elevated tni result.